Event description:
Pt had foley catheter placed by nurse who used the solution which came with the kit to inflate the catheter. Pt was to be discharged on 7/16/98; on 7/16/98 attempts were made by the nursing staff and urology to deflate the foley catheter, but it would not deflate. Surgeon removed the catheter on 7/17/98 in pt's room.